Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device needed service for accreditation. Not operating smoothly on air hose damaged. There was no known patient impact. No additional information is available.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The reported event was confirmed by the service technician who performed the evaluation and repair. On 14 august 2019, it was reported that a dermatome was not operating smoothly and the air hose was damaged. The customer returned a zimmer air dermatome serial number (B)(4) as well the air hose to zimmer australia for evaluation. Evaluation of the device on 3 july 2019 noted that the air hose was damaged at one of the ends and that a returned 1in width plate had wear on the side that comes in contact with the blade. Upon further evaluation, it was found that the dermatome did not run smoothly when tested with an air supply. The product was forwarded to zimmer taiwan for further evaluation and repair. Evaluation of the dermatome by zimmer taiwan on 14 august 2019 found that the device was out of calibration at all four settings and that the device ran below motor speed specifications. It was found that the motor, multiple bearings, o-ring, spring seal, reciprocating arm, external e-ring, the hose, and the 1in width plate needed to be replaced. Repair of the dermatome occurred on 16 august 2019 and involved replacing the motor, reciprocating arm, spring seal, o-ring,external e-ring, multiple bearings, the hose, and the defective width plate. The technician then tested and verified that the dermatome was functioning as intended, then returned the device to the customer without further incident. Reference number (B)(4) on 14 august 2019. While the service technicians found that the device did not run properly and that the air hose was damaged at the end of the component, it cannot be determined from the information provided as to what caused these failures to occur. As such, a specific root cause of the reported events cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.